Event description:
The customer reported being in the emergency room due to high blood glucose of 394mg/dl. The customer experienced nausea, vomiting, and excessive thirst with trace ketones. The caller stated that the insulin pump alarmed motor error four days ago while giving a bolus. The customer mentioned that her blood glucose has been fluctuating from high to normal. Troubleshooting was performed, and the drive support appears to be normal. Assisted the caller to run the displacement and self test and they passed. The customer declined to continue testing as she stated that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, self test, an error test, and basic occlusion test. All operating currents were within specifications. Unable to confirm motor error alarm. However, the device was unable to prime during the prime test as a result of a faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The motor passed the motor test. The device had missing end cap sticker. The low reservoir alarm functions properly.